Event description:
It was reported the patients stimulation turned off a week after the patients hcp gave him adaptive stimulation, and the patient could not turn the adaptive stimulation back on with the programmer (pp). It was clarified, they could no longer see the positions on the programmer. It stated they used the clinician programmer to interrogate the implantable neurostimulator (ins) and turned off the adaptive stimulation with it and turned it back on. The pp was now working and showing the positions. Additional information received reported the patient was doing well, no known issues.

Manufacturer narrative:
Concomitant products: product ID: 97740, serial# (B)(4), product type: programmer, patient. Product ID: 97754, serial# (B)(4), product type: recharger. Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2013, product type: lead. Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2013, product type: lead. (B)(4).